Manufacturer narrative:
Correction: first notification date corrected to (B)(6) 2025.

Event description:
It was reported that patient presented for scheduled right ventricular leadless pacemaker (rvlp) procedure. During procedure, pre-mapping values were not acceptable, and it was decided to change the placement site. During repositioning, it was observed that the helix rvlp had stretched. The rvlp was ultimately not used. There were no patient consequences.